Manufacturer narrative:
It was reported that the patient underwent laparoscopic ipom procedure. The cannula cap fell into the patient¿s abdomen and could be retrieved with forceps. The procedure was completed with a like device.

Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the small plastic ring at the front part of the device released and dropped down. It is unknown how the procedure was completed. Additional information has been requested.